Manufacturer narrative:
At some point after this event, the patient was electively explanted. The date was not provided by the site. This event is reported to be possibly related to the study device by the treating physician. Conclusion- hvad® pump was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. The heartware hvad instructions for use addresses guidelines for optimal patient management no additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately three years and seven months after implantation, while in the hospital for bacteremia unrelated to the device, the patient experienced an episode of transient cough/ inability to talk. Aspiration vs. Tia was suspected. A CT of the brain was negative for emboli and/or hemorrhage, while CT of the chest showed a non-occlusive mural thrombus within the lvad conduit. The patient was administered aggressive anticoagulation, requiring a heparin bridge and therapeutic inr before discharge. The patient experienced no further incidents; the event was considered resolved without sequelae the next day.